Event description:
Medical affairs spoke to pt who mentioned that they were comparing their meter tests to a lab that was done "2 weeks ago" and readings were not within spec (invalid comparison). Customer service and medical affairs explained to pt the proper way of testing. Pt also reported blood glucose results of 100 with a lifescan meter and 144 on a lab device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Per pt they are doing everything properly and technique of applying blood is also done properly.